Manufacturer narrative:
(B)(4). This is a report of a leak caused by use error, where the patient opened the transfer set before connecting to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set leaked. The patient forgot to connect to the patient line before they opened the transfer set. When the patient opened the transfer set and removed the cap solution leaked. The technical service representative assisted the patient with ending therapy and advised to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.